Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 500cc mentor smooth round moderate plus profile saline breast implant, catalog # 3502500, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 500cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative left-sided deflation, confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified mentor implant on (B)(6) 2019.

Manufacturer narrative:
On 10-jan-2020, mentor became aware of additional information regarding the replacement devices. The patient underwent replacement with 650cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502650, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2019. On 16-jan-2020, mentor received the suspect medical device for evaluation. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. The device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the posterior aspect measuring less than 0.1 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).